Event description:
It was reported the patient felt a tingling in the chest area. Patient stated the defibrillator system has delivered therapy before and this feeling is what happens before the device is "going to go off". Patient also stated the physician did not have an explanation for the tingling feeling in the chest. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.